Manufacturer narrative:
The insulin pump passed operating current and displacement test. However, compromised force sensor system alarmed during prime test at 4 pounds and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 16.9 mmol/l. The customer received ten no delivery alarms since the replacement pump. The customer reported the alarm did not occur during manual prime. The customer reported the alarm to be resolved by complete set change. The insulin pump will be returned for analysis.